Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/25/2015.

Event description:
According to the reporter: they could not insert obturator into the device. Used another device to completed the procedure. No patient harm. Nothing fell into the cavity. No tissue damage/loss.

Manufacturer narrative:
(B)(4).